Event description:
Reporter indicated a patient's vns generator was replaced due to end of service. A battery estimate performed showed approximately -0.1 years remaining on the battery. The explanted generator was returned for analysis. Device evaluation has been completed on the explanted generator and the end of service allegation has been confirmed. The results of the longevity prediction confirm that the eos condition was an expected event. A leaky capacitor was found in the generator during product analysis that may have potentially contributed to a premature end-of-service condition.